Manufacturer narrative:
The investigation of automated impella controller (aic) - a/c power issues has been completed. The real time (rt) log data associated with pump 557054 on ic3502 indicates that at this point purge line was already primed, which explains why steps 4 and 5 of case start wizard were skipped. Most likely because operator expected to see prompts to prime the pump, a purge change wizard was manually launched and pump was unplugged. Console was then power-cycled, case start wizard was launched and pump was connected. The cause for skipping purging prompts of case start wizard was the fact that purge line was already primed, and pump was initialized. There was no ac power issue found during the case. The device functioned/operated to specification. D4 model number was erroneously entered on the initial manufacturer device report number 1220648-2025-27821.

Event description:
The complainant reported that a purge disc not detected alarm appeared on the automated impella controller (aic) during patient support. The purge cassette was replaced, but the issue remained. The registered nurse was walked through an aic-to-aic transfer and the issue resolved. There was no patient harm.

Manufacturer narrative:
The investigation has been completed. The automated impella controller was returned for investigation. The logs from the complaint date revealed that the console issued purge disc not detected alarm (event set #402) multiple times. Device analysis: a broken purge disc flag was identified. The purge disc flag was observed to be broken and was the root cause of the inability to detect the purge disc. Es2023-0090 documents the possible root causes of a fracture of the purge flag which is not tied to a manufacturing or design defect, typically caused by fluid ingress into the purge pressure sensor assembly.